Event description:
A complaint received by proxy biomedical on the (B)(6) 2012 via the polyform distributor boston scientific states that the pt injury has occurred. The injury has been described as 'severe pelvic pain, chronic infections, vaginal scarring, dyspareunia, and mesh erosion'. The report was made by the pt's rep (B)(4). The pt is identified as "(B)(6)" - their age, weight and height at the time of the event is unk. It is unk if the pt has pre-existing medical conditions. The polyform product involved is a 10cm x15cm or 15cm x 20cm size - the lot number is unk. The date of implantation of the mesh was (B)(6) 2008. The hospital where the implant procedure occurred is (B)(6)'. A 'mentor's novasilk' mesh was also implanted during the procedure. The complaint states that the pt "required further surgery to remove and/or replace the mesh", no date provided as to when this procedure occurred. At the (B)(6) 2008, the pt was admitted to the hospital, and was implanted with boston scientific's lynx mesh system; she continued to suffer from her reported injuries following this follow-up procedure.

Manufacturer narrative:
Device was not returned for eval. Inconclusive, investigation on-going. The device is a synthetic device made from (B)(4). Injuries such mesh erosion, inflammation, dyspareunic and adhesion formation is a documented risk associated with the polyform device - reference design fmea and polyform product insert (instructions for use).